Event description:
Tip on red barbed adapter broke off and had to be surgically removed.

Manufacturer narrative:
This product was not returned for eval; therfore, no results or conclusions could be drawn.